Event description:
Resident's personal invacare chair control pad appeared to have sparked and caught linen on resident's lap on fire. Nursing staff placed cooled, moist towels to the wound and made pt as comfortable as possible until the ambulance arrived. Upon arrival of the paramedics, pt was moved from chair to a gurney and transported to the hosp for immediate treatment. Emergency room records indicate prompt treatment for 3rd and 1st degree burns to left thigh area, directly where lift chair control panel was lying. The fire officials on the scene examined the chair in great detail. Their determination was that the control pad on lift chair had shorted and flash fired catching the linen on leg/lap on fire. They praised staff for quick action declaring that the situation could have been significantly worse. There were no scorch marks on the chair at all and the only area indicating fire was at the connection of the wire to the control panel. The police officer in attendance at the scene concurred. The bio-medical dept was notified immediately and came to inspect the chair the following morning. Inspection of the chair was in agreement with the fire department. Maintenance engineer had inspected chair on two previous occasions, one of which was mid october, and found no noticeable problems with wiring. He had also counseled the family that due to the chair's age and mechanical wearing they needed to replace the chair. Engineer had also assisted the family with finding possible sources for chair replacement. Pt had been care planned to be up in personal chair with the control where they could operate it. Personal items were placed on a table near chair where pt can reach them. Assessment indicates that pt has physical limitations. Pt still has use of limited use of arm. Continued burn wound treatment and hubbard tank burn treatments at skilled nursing facility.